Event description:
The customer reported it appeared that the syringe had a broken and missing tip.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 23b135 was reviewed and no anomalies related to the reported issue were observed. The lot was manufactured between 17feb2023 and 20feb2023. One device was received for analysis and the reported issue was observed. However, the true root cause could not be determined based on available information. We will continue to monitor related reports to determine if additional actions are necessary.